Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Manufacturer narrative:
The system history was reviewed by medtronic personnel. The review found that there were no indications of a software related issue occurring on the system. It was noted that no additional occurrences of the issue since the originally reported issue and system checkout.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that when restarting the navigation system would restore functionality. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A medtronic representative reported that, when attempting an image acquisition in a spinal fusion, the navigation system was unable to communicate with the wireless tracker on the imaging system. The image acquisition was reported to be a confirmation acquisition and not needed for navigation. There was a reported delay to the procedure of less than five minutes due to this issue. There was no impact on patient outcome. No additional information was provided.